Event description:
The clinical specialist (cs) reported that when they checked the heart device post-operatively, the device battery check monitor's (bcm) smiling face device status indicator light was displayed green, indicating that the heart device's battery was working properly. However, when the same heart device was interrogated using a programmer, the device showed end of life (eol) with a voltage of 2.59. When the battery status of the same device was checked with another bcm, the smiling face device status indicator light was again displayed green. It was also reported that the cs spoke with the nurse a month later, who indicated they would re-visit this issue with the physician, to determine how they would like to proceed. It was further reported that the monitor was returned. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (B)(4).

Event description:
It was reported that when the battery status of an explanted implantable cardioverter-defibrillator (ICD) was checked post-operatively, the battery check monitor's (bcm) smiling face device status indicator light displayed green, indicating that the ICD's battery was good. However, when the same ICD was interrogated using a programmer, the ICD showed end of life (eol), with a voltage of 2.59. When the battery status of the same ICD was checked with another bcm, the smiling face device status indicator light again displayed green. It was also reported that the medtronic representative spoke with the nurse a month later, who indicated they would re-visit this issue with the physician to determine how they would like to proceed. The monitors remain with the physician at this time. There was no patient involvement. The monitors were subsequently returned for analysis.